Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 2, 2019 that a flexiva ID 365 laser fiber was used for a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the tip flew off the laser fiber. The procedure was completed with another flexiva 365 ID laser fiber. There were no patient complications reported as a result of this event.